Event description:
The pt underwent a catheter revision on (B)(6) 2011. The reason for the revision was not reported. On (B)(6) 2011, the pt visited the hcp (healthcare professional) and the symptom of excessive drainage at the spinal incision site was noted. The drainage occurred since the revision date. The pt experienced headaches; however, the pt had a history of chronic headaches and the headaches were not positional. The pump was interrogated; it was not stalled and was functioning. The pump delivered hydromorphone 10 mg/ml. The daily dose was increased 20%, from 0.901 mg to 1.08 mg per day. The pt was instructed to return to the hcp in one week to f/u regarding the possible seroma or cerebrospinal fluid leak. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).